Event description:
It was reported of a rod breakage in a cd horizon legacy ti 5.5 construct. Initial surgery was performed in 2005. Revision surgery with explantation of the rod was done approx 14 months post op. No pt complications reported.

Manufacturer narrative:
Device was not returned to MFR for eval. Unable to determine the cause of the event.